Event description:
The facility had stated that surgeon successfully implanted a model aa4204vl intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the patient. The facility states that a model msi-tr injector and a model mtc60c fp was used to implant the lens, but the lot numbers for these items were not specified.